Event description:
This is a report of peritonitis in a patient coincident with peritoneal dialysis (pd). Extraneal was withdrawn. On an unreported date, the patient experienced cloudy peritoneal effluent. Treatment was not reported. It was concluded that the patient experienced aseptic peritonitis.

Manufacturer narrative:
(B)(4). The exact date of this event is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The patient had recovered from this peritonitis event.